Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please reference MDR # 3004209178-2016-92968.

Event description:
It was reported that the customer is having high blood glucose. The customer treated with bolus, through pump and manually. The customer's blood glucose was 407mg/dl and currently is 447mg/dl. The customer treated manually with 10 units and blood glucose remained elevated. The customer stated that last night he has small air bubbles, but did not notice any large bubbles. The customer reported insulin exiting the quick release. No leaks were noted. Customer declined to check their settings. Advised the customer that the insulin pump is designed to trigger an alarm, if it detects a blockage preventing the flow in the insulin. Explained the two high blood glucose rules. Explained to the customer that having the needle slightly curve shouldn't affect the blood glucose. The bubbles that customer primed could be from various issues. Advised the customer to return reservoirs for analysis and will be replaced.